Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving variable readings. On 10/5 he was feeling a little strange so took a reading and received a 33 which he knew was off because he wasn't feeling that bad or having symptoms that would occur with such a low reading. He took another test about a minute after and then received a 399 which he also felt was off because symptoms were not that extreme. He did not dose based on the readings. He just took the normal amount of insulin and went to work after he ate breakfast. He changes his lancets every couple days. So I did suggest using a clean lancet for every test. He did use an alcohol wipe to clean his finger. The strips have only been open for about a week. He keeps them in the original bottle and everything in the case which is stored in a plastic box kept at room temperature. He tests on fingers mainly but has done forearm a few times. He doesn't have any difficulty with getting blood sample. Replacing product.